Manufacturer narrative:
Investigation based on lawsuit documents filed against artimplant ab and artimplant (B)(4), inc. No info supporting allegations of lawsuit currently available.

Event description:
Alleged ongoing inflammation, pain and loss of grip strength after implantation of an artelon cmc spacer. (B)(4).